Manufacturer narrative:
Testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot m119009 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lots m119009, test base part number 190-430 / lots m119009. The lot met the required release specifications. A review of the complaints reported as false positive or false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot m119009 showed that the complaint rate is (B)(4)%. Abbott diagnostics (B)(4), inc. Was unable to determine the exact root cause of the reported issue.

Event description:
The customer reported 2 false negative results on direct np swabs with the ID now covid-19 assay during patient testing. Confirmation testing was positive by path labs (nos). Additional patient information, including symptoms, treatment, impact and outcome was unknown. Attempts to gain further information were unsuccessful. A supplemental report will be provided to the FDA if the encrypted information sent from the customer provides further patient information. The ID now covid-19 product insert indicates that negative results should be treated as presumptive and tested with an alternative FDA authorized molecular assay, if necessary for clinical management, including infection control. Additionally, the pi states negative results do not preclude sars-cov-2 infection and should not be used as the sole basis for patient management decisions. Negative results must be combined with clinical observations, patient history, and epidemiological information. Additionally, the ID now covid-19 product insert includes a limitation that false negative results may occur if a specimen is improperly collected, transported or handled. False negative results may also occur if amplification inhibitors are present in the specimen or if inadequate levels of viruses are present in the specimen.